Event description:
A malfunction alarm was reported, identified by malfunction code 16, with no events preceding the issue. It was unknown whether the customer's blood glucose level exceeded a certain threshold. The customer was instructed by technical support to replace the pump, which was under warranty, and use mdi as backup therapy to ensure uninterrupted insulin delivery. The customer understood the instructions to place the pump in storage mode and return it within 10 days using a pre-paid label.